Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode "plasmaloop" had a wire of two bipolar loop electrodes break. The patient had brachytherapy metal seeds implanted in his prostate, which can damage the loop electrode. There were no reports of patient harm/involvement.